Event description:
It was reported that the console may be out of alignment as the patient experienced more bleeding than normal. It was noted that the console had a minor misalignment in the resonator, but it was quickly fixed, tested and put back into service by the field technician. There was no further information provided.

Manufacturer narrative:
H6 devices codes: corrected. This console was serviced at the customer site. Minor alignment issues were found on the system. The alignment of the resonator on all 4 channels was performed. The console different functionalities and components were checked and tested. The console was confirmed to be ready for use. It is likely that the console misalignment issues resulted in the reported clinical observations. Bleeding is a known risk associated with usage of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the console may be out of alignment as the patient experienced more bleeding than normal. It was noted that the console had a minor misalignment in the resonator, but it was quickly fixed, tested and put back into service by the field technician. There was no further information provided.